Event description:
Reportedly, the pacemaker involved in this MDR report could not be interrogated and no pacing was observed when magnet was applied. The device was explanted and returned for analysis.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.